Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023. H6: investigation summary: bd received a 20 gauge nexiva device from lot 2298408 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the catheter. The engineer also found media present in the device indicating use. Next, the engineer performed a microscopic inspection of the catheter to identify the type of damage. There appeared to be a v-shaped cut in the catheter tubing indicative of a needle spear through and a possible cause for the reported issue of leakage. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. Unfortunately, the engineer could not determine a definitive root cause for this damage. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" was damaged in package, side with stopper was cracked. The following information was provided by the initial reporter: IV catheter was damaged in package. Side with stopper was cracked, blood poured out upon insertion to patient.

Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" was damaged in package, side with stopper was cracked. The following information was provided by the initial reporter: IV catheter was damaged in package. Side with stopper was cracked, blood poured out upon insertion to patient.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.